Manufacturer narrative:
(B)(4). Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Customer reported via phone call that the insulin pump had big crack in the body. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.